Event description:
Head siderails would not latch in the up position.

Manufacturer narrative:
Technician cleaned and lubricated latch block and release handle assembly to resolve the issue. Pursuant to our response to warning letter 2008, hill-rom is continuing its retrospective review of events for reportability.